Manufacturer narrative:
Height: 180 cm. Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: for the shunt assistant the adjustment test is not applicable, because it is a valve with a fixed pressure. Braking force and brake function test: for the shunt assistant the test is not applicable, because it is a valve with a fixed pressure. Computer controlled test: to verify the suspicion of an over-drainage, the valve was tested on our miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The shunt assistant was tested in the vertical position with an opening pressure of 25 cmh2o. The first test has shown that the shunt assistant operates outside the acceptable tolerance (0 cm h2o ± 4 cmh2o). The valve has an over-drainage. The second test was carried out. The second test was within the acceptable tolerance. Results: first, we performed a visual inspection of the valve. No significant deformations or damages of the valve was detected during the visual inspection. Further, we tested the permeability of the valve. The test has shown that the valve was permeable. The testing of the adjustability, the brake functionality and as well the brake force of the shunt assistant was not accomplished, because it is a valve with a fixed pressure. To test the suspected over-drainage, the valve was tested on the computer controlled test bench. The first test was not within the acceptable tolerance and shows an over-drainage. The second test was within the acceptable tolerance. Possibly deposits could have been flushed out. Finally, we have dismantled the valve. Inside the shunt assistant we have found minimal substances (likely protein). We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). Further actions no further actions are required in our point of view.

Event description:
It was reported that a valve is dysfunctioning. The reporter indicated that a 7 year 7 month post operative valve is dysfunctioning. The device was explanted. Additional event details have not been provided.